Event description:
Two false negative hcg results. It is stated in the complaint information that the serum quant values were 97miu/ml and 227miu/ml.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine, lot: hcg080821-02, 100miu/ml hcg urine, lot: hcg081008-01, 240.0iu/ml hcg urine, lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes reading time. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. It is known that the hcg level in serum is normally higher than it in urine as the urine sample will be influenced by many factors, such as renal dysfunction or drinking too much water before the test. It is stated in the complaint information that serum quant values were 97miu/ml and 227miu/ml. In that case, the urine hcg value may have been lower than cut-off and lead to negative results. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number were verified. No corrective action required as no product deficiency was established.